Event description:
A (B)(6) female patient's nurse called zoll customer support to report constant damaged cable or wires exposed and adjust belt or check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed, adjust belt or check belt messages) has been confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn. Additionally the ECG c and d cable was pulled from the dn with wires still attached. The root cause of the damaged cables could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt cables. The patient received a replacement electrode belt.